Manufacturer narrative:
Citation: chatterjee et al. Anxiety during transcatheter aortic valve replacement under local anesthesia: the art-vr trial. Randomized controlled trial cardiovasc revasc med. 2025 oct:79:71-77. Doi: 10.1016/j.carrev.2025.05.015. Epub 2025 may 15. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding patient anxiety and pain around transcatheter aortic valve replacement under local anesthesia. The study population included 75 patients who were predominantly male with a median age of 79 years old. Multiple manufacturers¿ devices were implanted in the study population; 18 patients were implanted with a medtronic evolut pro bioprosthetic valve. Among all patients, clinical observations included: pain, complete heart block (chb), and vascular perforation which required conversion to open surgery. No further information was provided pertaining to medtronic products.